Event description:
It was reported that the device was explanted and replaced due to suspected rapid battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Review of battery voltage measurement trends noted a sudden decrease in battery voltage. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.